Event description:
During a percutaneous transluminal angioplasty there was a tip separation in the stent delivery system (sds). The target lesion was left common-external iliac artery. There was mild calcification and vessel tortuosity with 75% stenosis present. A guiding catheter was not use during this procedure. The product was inspected without any anomalies noted. The stent was successfully deployed at the target lesion.